Manufacturer narrative:
(B)(4). Follow up information was provided by the consumer that the outcome for the event of peritonitis had resolved. This complaint for peritonitis-no malfunction or use is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. On (B)(6) 2012, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with a fourteen day course of fortum (250 mg, thrice daily, ip) and vancomycin (2 gm, once weekly for two weeks, ip). The cause of the peritonitis was unknown. At the time of this report, dianeal pd2 ambuflex therapy was ongoing and the outcome for the event of peritonitis was resolving. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined.